Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor didn't work occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. The customer's complaint was confirmed because the wearable failed testing. Confirmation of the complaint was confirmed via product. The probable cause could not be determined.